Manufacturer narrative:
An investigation was conducted: it was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user site observed possible foreign material in the acquired tissue specimen. The user site confirmed via post procedure imaging and pathology that no foreign material was left in the patient's breast. The device was not returned for this complaint, and only photographic evidence is available; therefore, a full investigation could not be conducted. Due to the severity of the harm associated with the brevera disposable device and the identified issue of "foreign matter / foreign material in or on device," a CAPA has been initiated to address this matter. The investigation, including root cause analysis, was conducted under the CAPA. Conclusion: the reported issue could not be confirmed because the device was not returned. The cause will be further investigated and addressed in the CAPA for brevera handpiece (brevdisp09) foreign material reported in patients and in specimen collection tray. The risks associated with this complaint event are further described and evaluated against the product and its hazard analysis in the health risk assessment (hra) for brevera foreign material / metal fragments issues. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.

Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, the user site observed possible foreign material in the acquired tissue specimen. The user site confirmed via post procedure imaging and pathology that no foreign material was left in the patient's breast. No further information is currently available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.